Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that two unspecified bd pen needles experienced the cannula breaking off/pulling out. The following information was provided by the initial reporter: the patient claims that the needle remained inside his abdomen during the insulin injection. He claims that he noticed it when he put the needle aside for disposal. He searched for the needle in his abdomen, but without result. He has no discomfort of any kind and did not consult a doctor. He has not reported the incident to any authority. He also claims that this episode has already happened another time, during an injection on the arm. On that occasion, however, the needle had escaped from the injection site. The patient reports that, after last night's incident, he got scared and threw away the package containing all the needles, which is why he is not able to report anything about the device used, neither in terms of lot nor in terms of size. The patient reports that he had the plan renewed in october, but he has not collected the goods from the pharmacy yet. In these days he was using a stock of needles he had at home. He is not sure if these needles were bd. In the new plan he was prescribed, in addition to the rest, the 4mm 31g needle (says "written with a pen").

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR could be performed due to the unknown lot#. H3 other text : see h.10

Event description:
It was reported that two unspecified bd pen needles experienced the cannula breaking off/pulling out. The following information was provided by the initial reporter: the patient claims that the needle remained inside his abdomen during the insulin injection. He claims that he noticed it when he put the needle aside for disposal. He searched for the needle in his abdomen, but without result. He has no discomfort of any kind and did not consult a doctor. He has not reported the incident to any authority. He also claims that this episode has already happened another time, during an injection on the arm. On that occasion, however, the needle had escaped from the injection site. The patient reports that, after last night's incident, he got scared and threw away the package containing all the needles, which is why he is not able to report anything about the device used, neither in terms of lot nor in terms of size. The patient reports that he had the plan renewed in october, but he has not collected the goods from the pharmacy yet. In these days he was using a stock of needles he had at home. He is not sure if these needles were bd. In the new plan he was prescribed, in addition to the rest, the 4mm 31g needle (says "written with a pen").